Manufacturer narrative:
E1 patient city: (B)(6). Patient country :poland.

Event description:
Reference number (B)(4). Event occurred in poland. On 4-july-2024 it was reported that the patient encountered infusion set needle was stick upon insertion. No further information available.